Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2021. Five days after the sensor was inserted, the patient stated that she had an allergic reaction and her limbs and face became swollen and she had red dots all over the body. She went to her diabetes healthcare personnel (hcp) and was prescribed fenistil tablets (oral antihistamine) and secure skin barrier spray. At the time of the report two days later she was in good condition with no further reaction. No additional patient or event information is available.